Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent rhytidectomy on an unknown date and suture was used. The patient states that following the procedure they experienced lymphedema and swelling in the area of the upper cheekbones. The patient is allergic to chromium. The patient reported that the physician opined the edema was not believed to be a result of the suture. Additional information has been requested.